Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device punctured through the side of the inner sterile pouch. The pouch appeared to have a good seal when it was manufactured. The outer box is heavily damaged and appears to have been crushed. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include improper storage and rough handling. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a tka procedure, it was found that the second inner package of a lgn cr high flex xlpe sz 3-4 13mm was damaged after opening the first layer of and could not be used. The procedure was completed using a s+n back-up device. It is unknown if there was a surgical delay. Patient was not harmed.